Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Reportedly, the customer was putting insulin in the cartridge and then would try to extract air during a cartridge change. Additionally, the customer was not cleaning the pump air vents. Clinical support advised customer that putting insulin in cartridge and then would try to extract air during a cartridge change, and not cleaning the pump air vents was off label per the tandem user guide. Customers blood glucose (bg) was "high" on the continuous glucose monitor. Elevated bg was addressed by manual insulin injection. The customer reverted to an alternate method of insulin therapy.